Event description:
Reporter indicated that the patient expired in 2006. Upon investigation, the coroner indicated cause of death was unrelated to vns. The generator and lead were explanted and returned in its entirety to cyberonics. No electrical, mechanical or visual anomalies were identified during product analysis of the generator. Visual inspection of the patient's explanted lead showed a coil break at the end of the positive coil. Inspection of the positive coil shows the characteristic appearance of a stress-induced fracture. Due to metal dissolution a conclusive determination of the fracture mechanism cannot be made.

Manufacturer narrative:
H.6 code 68: device malfunction occurred but did not cause or contribute to a death or serious injury.